Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient, implanted pacemaker system, was hypotensive with a heart rate in the 30s beats per minute (bpm) range, per external telemetry. Upon electrogram (egm) review, the patient was in chronic atrial fibrillation (af) and the pacemaker was programmed to ddir 50 bpm. The device rv paced 91%, otherwise the patient had conduction. Thresholds were within normal limits at the last test in march, and rv output was programmed to 2v @ 0.4 ms. It was noted that it was possible the external telemetry did not pick up pacer spikes and/or the paced morphology may have been small. Technical services (ts) discussed troubleshooting options and recommended paging a local field representative to confirm there was capture at 2v. This pacemaker system remains in service. No additional adverse patient effects were reported.